Event description:
The patient was treated with the ovation ix abdominal stent graft system outside the indications for use. At the conclusion of the procedure, no endoleak of any type was identified. Approximately 24-hours post-op, a type ia endoleak was detected. The patient was reported in stable condition. Subsequent to the initial report, additional information was received reporting the patient was treated with an aortic bes graft (non-endologix) with good result. The endoleak was successfully resolved.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak was confirmed. The event is most likely user related as the aortic neck at the seal zone was 33.1mm in diameter, per IFU should be no greater than 30mm. Additionally, the juxtarenal angulation of 64° was off label (should be less than 60 degrees). Procedure related harms for this event could not be determined. The final patient status was not reported. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b2: outcomes attributed to adverse event - updated b5: describe event or problem - updated h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was treated with the ovation ix abdominal stent graft system outside the indications for use. At the conclusion of the procedure, no endoleak of any type was identified. Approximately 24-hours post-op, a type ia endoleak was detected. The patient was reported in stable condition.